Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1. Field updated. The issue was discovered during preventive maintenance with no patient involved. Consequently, the event did not cause or contribute to a death or serious injury. The root cause of the event was determined to be a defective power supply and the power supply was changed. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the power supply could result in inadequate ventilation support. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamilton medical ag: vent doesn't recognize ac power and batteries will not charge; part failed during routine testing. No patient involvement.

Event description:
The following was reported to hamilton medical ag: vent doesn't recognize ac power and batteries will not charge, part failed during routine testing no patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).